Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to low sensor scan customer self-treated with chocolate, bread,and fruit. The customer self-present to the emergency room and a healthcare professional (hcp) obtained a finger-prick result of 453 mg/dl, performed lab work and blood tests, and administered unspecified intravenous fluid for treatment. The customer was suggested to administer insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.